Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient did not think they were using the device properly. The device was not working for them. They had increased stimulation, but had got no relief whatsoever. This had been going on since implant. They did not feel until after they had gone to the bathroom. They had been wetting themselves "like mad." Their current settings were checked and they were on program 5 at 3.2 volts. On the call, they increased their stimulation to 3.6 volts and were advised to monitor their symptoms for a couple of days and see if they improved. The patient also reported they had a hard time walking and were in the hospital. There were no device issues or further patient complications reported at this time.